Manufacturer narrative:
The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified. No patient involvement; event occurred during training.

Event description:
It was reported that during epic interoperability training three devices that were programmed, the devices screen went blank and lost its programming. The customer reported that there was no patient involvement.